Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 372 mg/dl while wearing the pod. In addition when the patient had removed the pod from the infusion site the cannula was found to be bent. Symptoms reported include, diarrhea, nausea and vomiting. As treatment, the patient watched what they had been eating, applied a new pod and administered a bolus. Once at the hospital the patient was given intravenous fluid consisting of saline. The patient was released from the hospital after 2 hours.